Event description:
It was reportedly impossible to program the device out of unipolar pacing and sensing mode. The reporter at the hospital was unsure if the device was programmed to unipolar by the hospital staff or if it was received in unipolar.

Event description:
It was reportedly impossible to program the device out of unipolar pacing and sensing mode. The reporter at the hospital was unsure if the device was programmed to unipolar by the hospital staff or if it was received in unipolar.

Manufacturer narrative:
Please refer to the attached analysis report.